Event description:
On 01/11/2022 it was reported by a sales representative via sems that (2) ar-8150px-45 would not stay fully deployed when drilled into bone. This was discovered during use in a procedure. There was no additional information provided. Additional information received 01/19/2022 on 01/18/2022 it was reported by a sales representative via email that during a meniscal root repair with (B)(6) (2) ar-8150px-45 power pick, would not fully deploy, even after power on fwd/rvs. The case was completed using the same device.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment.the complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to lever not being fully engaged.